Manufacturer narrative:
No parts have been replaced or received by the manufacturer for evaluation. A software investigation has been initiated, although the investigation is not yet complete.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed the message "an error has occurred that may have damaged the system database please contact medtronic". The use of the imaging system and medtronic navigation was discontinued because of this issue. The procedure was completed successfully without the use of the imaging system after a reported delay of less than one hour. The patient was not impacted.